Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed during surgery.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. Investigation of the case logs showed that the excelsiusgps failed in automatic fiducial detection of the ict. The automatic fiducial detection algorithm can be impacted by the quality of the intraoperative scan. When automatic fiducial detection of the ict fails to occur, the user must confirm fiducial detection through manual registration. During manual registration of the ict for this case, the user failed to accurately locate several of the fiducials within the scan due to the scan volume not including complete fiducials. 2 fiducials were missing from the scan, 1 fiducial was only partially included in the scan and 1 was inaccurately registered by the user. Inaccurate registration of the ict can negatively impact navigational integrity and can lead to the misplacement of implants. It is recommended that the user performs an anatomical landmark check before proceeding with navigation. The case logs also show that the software detected excessive forces on the load cell during bone work. This is the result of skiving forces detected while a tool is inserted into the end effector. The software correctly detected this force and alerted the user. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.